Event description:
A PICC was placed a few weeks ago. The pt had no reported allergies and was very pleasant prior to and during the procedure. Began to thread the catheter and when it descended into the svc pt became agitated and face became flush. Secured the PICC and called for assistance. The pt was sob with wheezing and noted decreased o2 sats. When assessed pt had severe redness on back and torso. The pt was transferred to ccu and treated with IV steroids. The PICC line was not removed and the erythema and rash resolved the next day.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.